Manufacturer narrative:
The field service engineer (fse) stated the customer continued to have wash carousel motion errors; the customer stopped the instrument due to the error. The fse was informed by beckman coulter system technical support that a resin change in reaction vessels (rvs) caused the wash carousel motion errors. The fse obtained reaction vessels that were not manufactured with the new resin and received passing verification tests without any system errors. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00856.

Event description:
The customer reported wash car motion errors and unable to initialize involving the access 2 immunoassay system used in conjunction with the access reaction vessels. The customer also noted the wash car was making noise during operation. The customer was advised to wear proper personal protective equipment (ppe) prior to troubleshooting. Troubleshooting was performed but unsuccessful. There was no report of impact to patient results as the instrument entered the not ready state and would not complete any assays on board. There was no report of patient consequence or change in patient treatment associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.